Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable hcg stat elecsys results from the cobas e411 disk analyzer. The initial result was less than the measuring range with a data flag. The repeat results were 18.2 mu/ml and 27.4 mu/ml and were considered incorrect. A new sample was drawn from the patient and the result was less than the measuring range with a data flag. The sample was repeated with another methodology and the result was 2 mu/ml with a data flag. The questionable results were not reported outside of the laboratory. The initial result was deemed correct. The reagent lot number was 56667100 with an expiration date of 31-jan-2023.